Event description:
Per the clinic, the patient experienced poor performance with the device and extrusion of the receiver/stimulator. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 15, 2018.